Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 20.6cm was returned for analysis. External insulation abrasions were noted at 5.2-5.4cm, 7.1-7.4cm, 14.5-15.2cm, 15.5-15.6cm, and 17.7-17.8cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. (B)(4).

Event description:
It was reported that the right atrial lead exhibited insulation abrasion during a normal device change out procedure. The lead was explanted and replaced. The patient was stable post procedure and will continue to be monitored.